Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), allergy to metals ("allergy: hypersensitivity, nickel"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, allergy to metals, tooth disorder, fatigue, alopecia, nausea, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for event pelvic pain female, abdominal pain, menorrhagia, nickel allergy, dental problems, fatigue, hair loss, nausea, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event pelvic pain female, abdominal pain, menorrhagia, nickel allergy, dental problems,, fatigue, hair loss, nausea, hormonal changes, weight gain. Outcome added pelvic pain female, abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.